Event description:
On 9/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/25/24. On 9/26/24 a beta bionics customer care agent followed up with the user about the event. The user's spouse reported a hypoglycemic event that occurred overnight from (B)(6) 2024 into (B)(6) 2024, during which the user's bg remained low until 5:00 am, with a recorded low of 39 mg/dl. The user required assistance from their spouse to treat the hypoglycemia, consuming two cans of soda to raise bg. The user and their spouse expressed frustration as neither heard the alerts from the ilet or the dexcom g7 continuous glucose monitor (cgm), despite the device's alert history showing that notifications were triggered. The user had been incoherent during the event and required assistance to chew. The incident followed a late-night snack where the user consumed the remainder of their spouse's ice cream but did not announce the snack. The user has since recovered, and bg levels were in range at the time of follow-up.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a missed meal announcement for a large snack that resulted in a period of prolonged hyperglycemia and increased correction insulin dosing, increasing the risk of hypoglycemia. Having the device volume set to "medium" likely contributed to their ability to hear the alerts and the severity of the event.